Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.9, h.6

Event description:
It was determined that the event of lymphadenopathy did not occur. Therefore, this event will be unreported.

Event description:
Healthcare professional reported intracapsular rupture, and deformation, confirmed via MRI. Record is for left side. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Continued section e1 (phone #) (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture & lymphadenopathy.

Event description:
Healthcare professional reported left side rupture, prominent lymph nodes (lymphadenopathy) and deformation. The device has been explanted and replaced with non-abbvie device.